Event description:
Patient (user) noticed nothing wrong with the catheters, suffered no injury, but experienced a uti. He reported that he has a history of infections and sepsis. In addition, he has enlarged prostate that interferes with voiding by sometimes blocking the urethral tube. He also said he sometimes has a very full bladder. Patient was initially prescribed antibiotics that were unable to clear the infection. He had to go to the hospital overnight and received IV antibiotics. He was discharged with keflex. Patient said he has fully recovered from the uti.